Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the thoracic ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section d6b- the explant date should have been (B)(6) 2024 rather than (B)(6) 2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients ipg reached eol. Surgical intervention took place where the patients ipg was explanted and replaced.

Manufacturer narrative:
A patient experiencing a recharge burden was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.